Event description:
3/2005: the test strips involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing. One of the test strips had a strip cut issue. At this time, co considers this matter closed.